Event description:
67-year-old female who has sleep apnea and occasionally takes omeprazole. Regular attender to hygienist and periodontist. Had an immediate anthogyr implant placement for the ur1 with horizontal bone augmentation using puros allograft and 15x25 ossix plus membrane stabilized with periosteal sling sutures. The 2-week stitch removal was uneventful, and the patient had no reported pain or swelling at any stages during healing phase. At the 3-month exposure appointment, there was no obvious pus or sinus, but the soft tissue healing was not good and at exposure, soft tissue infil into the graft was discovered. The implant was compromised, with some bone loss at the head of the implant.